Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd887034 and gd886804 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was reported as patient made a mistake/touch contamination. The nurse also reported that the patient had a psychiatric problem that might have caused the peritonitis. The patient was treated with vancomycin ip 2 grams (frequency unknown). The patient was hospitalized and recovering from the peritonitis at the time of this report. The outcome for patient made a mistake/touch contamination was not reported. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was unrelated to dianeal and extraneal therapies. An opinion of causality was not reported for patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.